Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to operate as intended throughout the evaluation.

Manufacturer narrative:
Per the user facility's perfusionist, she rebooted the ccm to a blank screen. She rebooted the ccm again and the unit booted up normally.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, a 'system computer needs service message' was displayed on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via photograph of message. Per the service repair technician (srt), this is a software error that is never able to be duplicate and is resolved by restarting the central control monitor (ccm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He replaced the central control monitor (ccm) with a loaner. The unit operated to the manufacturer's specifications. Per data log analysis, the logs were exported with a different central control monitor (ccm) attached and the ccm that had the issue will not be returned. From the module logs, the system was powered up on (B)(6) 2019. The system was powered up a second time before the ccm ever came up on the first power up. It is likely the ccm displayed "system computer needs service" before sending anything on the can bus. There is no way to tell what caused the issue without the system log from the ccm that had the issue. The suspect unit will be sent back to the manufacturer for further evaluation.